Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device stopped working and the patient was now in pain. The issue was first noticed about 8 months prior to the day of the report. A rep said that the patient was scheduled for surgery in may. They were waiting for a ua test to come back to see if the patient's active infection had resolved prior to putting hardware in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep has not met with the patient, but only reported what was communicated to them by the physician clinic. The rep assumed the battery has reached eos. No further complications were reported.